Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface circuit board. No failed battery test alarm could be verified due to the blank display. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, cracked display window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 124 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported a failed battery test alarm. The customer installed new batteries for the insulin pump. Troubleshooting was done. The display of the insulin pump did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.